Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for the lancet failing to retract was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was unable to duplicate or confirm the customer's indicated failure mode. The defect under complaint was not confirmed in the archival sample - the product mets the requirements of specifications.

Event description:
It was reported that the bd microtainer® contact-activated lancet failed to retract resulting in a needle stick. The healthcare worker received routine post exposure lab work only.